Event description:
It was reported that the customer's blood glucose level was 543 mg/dl. The customer received a no delivery alarm. Insulin was not being delivered at night. When she removed her infusion set the cannula was bent. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.